Manufacturer narrative:
Correction - h6 - health impact - impact code of "2199 - no health consequences or impact" should have been "4625 - additional surgery" in both previous reports.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the clinic complaining of fatigue. Upon interrogation, it was reported that the patient's right atrial lead was experiencing loss of capture. The lead was explanted and replaced on (B)(6) 2021, where it was also noted that there was intermittent capture most likely due to the patient's condition and history of atrial ablations. The patient was stable throughout.